Manufacturer narrative:
(B)(6). No evaluation conducted to date, device will not be returned.

Event description:
It was reported that the t2 anchor from the fast-fix device failed to deploy during an acl and lateral meniscal repair procedure. Both anchors of the failed device were removed from the patient, and a backup fast-fix was used to complete the procedure. A delay of less than 30 minutes was reported. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.